Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient stated she couldn't recharge the remote to the recharger battery. Patient stated it doesn't do anything, so patient can't re charge her neurostimulator (ins) and it died last night. Patient reported not feeling good. Patient had been through this all week long and had to drive to the doctor 3 times and was not happy. Additional information was received and it was reported that the patient did not have the remote and lost it. No further complications were reported/anticipated. Recharge her neurostimulator (ins) and it died last night. Patient reported not feeling good. Patient had been through this all week long and had to drive to the doctor 3 times and was not happy. No further complications were reported/anticipated.